Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue portion) and the main body (light blue portion) of the twist clamp on a minicap extended life pd transfer set. This was described as ¿the dark blue portion of the transfer set separated from the light blue portion exposing the tubing during the second flush. Portions of the light blue piece also broke off¿. This occurred at the operating room, after the patient received their newly placed transfer set for the first time. The patient was new to peritoneal dialysis. As a result, the transfer set was replaced with a new set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.